Event description:
I am a contact lens user for 10 years and have never had any problems. This past january, my eyes became red, glassy looking and bright light was very troublesome. I did go to my dr who said I had an infection and prescribed some drops to use for 2 weeks. He did not indicate where the infection came from and I am wondering if it could have been from using bausch and lomb's renu. How do I determine this? Should I discontinue using this product? I continued to use it after my eyes seemed to be better but need to know if I am still at risk.